Event description:
Date notified: 2007, a model 1305 aspirator failed to provide sufficient suction. An inspection of the device revealed a disconnected battery terminal. The terminal was reattached, the device was tested to specifications, and returned to the customer. No patient was involved at the time of the device failure.